Event description:
It was reported when using the bd pyxis medstation system, patient was not showing on station. The customer stated that the malfunction occurred when user trying to issue medication for the patient. However, there was no delay in patient care reported as they were able to create the temporary patient to remove the medications and readmit the patient from ehr later. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient was not showing on station. A technical support specialist guided the customer and confirmed that issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.